Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. The inability to power down was not present during the device inspection. Additionally, the unit¿s log error was checked, and there was no record of the any errors that led to the front panel turning off. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. Updated fields: d4 (UDI), h7, h9.

Event description:
It was reported the high flow insufflation unit front panel of the product would go off every day. The issue occurred during a therapeutic laparoscopic nephrectomy procedure. The procedure was completed using the same set of equipment without any problems. No health damage was caused by this incident. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.